Event description:
It was reported via repair work order that the bed had no auxiliary power due to a tripped breaker. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.